Manufacturer narrative:
(B)(4). The hvad is used for treatment not diagnosis. It was reported that the patient was hospitalized for a possible infection with fever, nausea and vomiting. A full body CT scan was negative for abscess, one set of blood cultures came back positive for an unknown bacterial source. All remaining cultures were negative, leading to question if the first set had not been contaminated. Driveline exit site culture came back negative. No source of infection was ever identified. Patient was discharged home. Serious and life threatening adverse events, including infection, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2016 for a possible infection with fever, nausea and vomiting. Upon admission his inr was supratherapeutic, but his white blood count (wbc) was within normal limits. A full body CT scan was negative for abscess, one set of blood cultures came back positive for an unknown bacterial source. All remaining cultures were negative, leading to question if the first set had not been contaminated. Driveline exit site culture came back negative. Infectious disease (ID) recommended that patient be treated with IV cefazolin 2gram every 8hrs for four (4) weeks. No source of infection was ever identified. Patient was discharged home on (B)(6) 2016 with follow-up appointments with ID in one week. Patient has been afebrile for four (4) days now and his wbc is within normal limits. There was no allegation of a device malfunction and no additional information has been provided.